Event description:
The customer stated that there was a crack in the reservoir. The customer stated that he was experiencing high blood glucose levels, and when he removed the reservoir from the insulin pump, insulin spilled out. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.